Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away several hours after the implant of their implantable pulse generator (ipg) system. The ipg system was implanted without any abnormality noted throughout the procedure. Approximately one hour after the implant procedure began, bloody phlegm was noted on the patient. At the time the physician thought that there was a cut inside the patient's mouth. However, the patient's blood pressure then began decreasing. An echocardiogram showed a pericardial effusion had occurred and a right ventricular tear was suspected. Drainage of the blood was performed. Initially, the patient's blood pressure normalized after the drainage but it began to decrease again. Additional drainage was performed. It was noted approximately three liters of blood was drained during the intervention. The physician recommended the patient be transferred to another facility for surgical intervention; however, the patient's family refused. The patient condition continued to deteriorate, requiring cardiac massage and ultimately, the patient passed away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.